Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: event date: unknown. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Therapy dates for the (3) concomitant parts are unknown. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2017, it was noted that a screw would not properly engage with a synthes holding sleeve and that the threads on the sleeve had broken off. In addition, the teeth of two different t25 driver shafts sheared off while attempting to final tighten unknown synthes locking caps. The surgeon completed the procedure by using a short t25 driver shaft. No surgical delay or adverse events were reported. This complaint involves two (2) devices: matrix holding sleeve-long and a matrix t25 stardrive shaft with three part data. Concomitant devices reported: unknown screw (part #: unknown, lot #: unknown, qty. 1), unknown locking caps (part #: unknown, lot #: unknown, qty. Unknown), unknown t25 driver shaft short (part #: unknown, lot #: unknown, qty. 1). This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Event date is (B)(6) 2017, aware date is (B)(6) 2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.